Event description:
It was reported that after the device was implanted the patient had a hematoma and a bruise. The patient was given medication and compression bandages. The device remains in use. The patient was a participant in the clinical panorama ii study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.